Event description:
It was reported that this 980 ventilator did not pass the short self test (sst) with error message ¿exhalation auto zero solenoid¿. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator did not pass the short self test (sst) with error message ¿exhalation auto zero solenoid¿. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the exhalation valve assembly (eva). The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. The eva was returned for failure investigation. A visual inspection of the returned eva was conducted, and no faults/damage were observed. The part was attached to the test ventilator and powered up. During the short self test (sst), the device failed the circuit pressure test with the message expiratory autozero solenoid not operational. After thorough investigation, a faulty so1 in the eva was identified. If an so1 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv). The cause of the event was identified as a faulty s01 in the eva. There is an existing previous internal investigation regarding this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.